Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved as the isi clinical sales representative (csr) was not sure if the doctor's head could have been in the viewer when doing the endoscope exchange and fingers out of the controls. The csr was on site and would monitor further. No other issues were reported for the rest of the case and no errors were found in the logs. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) and reported that the hand controls moved while changing the endoscope. The csr called in and wanted to report the issue in case it occurred again. The csr was not sure if the doctor's head could have been in the viewer with fingers out of the controls when doing the endoscope exchange. The csr was on site and would monitor the system for the rest of the day. No other issues were reported for the rest of the case. No errors were found in the logs. The procedure was completed with no reported injury.isi followed up with the surgeon and obtained the following additional information: the surgeon confirmed that the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and the surgeon's hands were in the hand controls when the hand control movement happened. The surgeon was preparing to continue operating and the hand controls on the robot console fully extended toward him, crossed each other, and locked in position. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console and the instrument was inside the patient when the movement happened. The surgeon clarified that the hand controls suddenly moved in an uncontrolled motion. There was no patient or tissue injury as a result of the issue. Patient demographics were provided. The surgeon stated that in short, this was a healthy patient undergoing donor nephrectomy. Patient history and habitus were noncontributory to the case. The customer cleaned and reinserted the camera to transect our ureter, so they were aimed at the left lower quadrant (llq). It was possible the camera was inserted in the 30 degree up position and the surgeon asked the bedside assistant to switch it. When he did, the robot arms were pushed out toward me, crossed themselves, and locked in position. This did not move the instruments inside the patient, but made the robotic console inoperable. The surgeon removed all instruments and cameras and was able to recover from there. The risk of this incident was that they were in a critical portion of the case and lost control of the robotic console. The surgeon considered this a near-miss event.

Manufacturer narrative:
The probable root cause is attributed to an expected system behavior. When the endoscope orientation is switched, the mtms are repositioned, and the system exits following. This issue can be resolved by clutching the mtms to reposition them and re-enter following mode.

Event description:
Refer to h11 for follow-up information.